Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported fluid started to leak from the cassette door during treatment. There is no report of patient ill effect. There is no sample being returned for evaluation.